Manufacturer narrative:
The device data and fault memory were readout. A display test was performed. No missing or fainted segments were observed. The circuit board was tested for damage or contamination. The circuit board is contaminated and corroded by penetrated liquid (customer handling error). This affects the conductive rubber contacts on the circuit board. The contamination can temporarily lead to the issue the customer observed.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter had a display issue with a coaguchek xs meter which could cause misinterpretation of results. On (B)(6) 2020, the customer was able to use the meter for testing and there were no issues with reading the results. On (B)(6) 2020, the customer confirmed the meter was not able to be used for testing. The customer performed a display check and the three 8's were not displayed. The customer could only see a "c" in the lower right corner, and when the "m" button was pushed, the past results were not displayed. The customer replaced the meter's batteries twice, but the display issues were not resolved.